Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was black. A field service engineer replaced the power supply. The unit was inspected and tested without drawers, and no output was detected from the existing power supply. The power supply was replaced along with the pyxibus cable (due to insulation damage) and retractor bands 2 1 and 3 (worn). All connections were reseated. The battery was replaced, a bumper was added, and the firmware was updated. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine was completely down and screen was black. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.